Event description:
It was reported that when plugging into the back of a bci® capnocheck® sleep capnograph/oximeter, electrical currents were seen coming out of it. Reporter stated the machine would not turn on and it was hot while running. No injury was reported.

Manufacturer narrative:
Additional information received stating the customer saw a large spark coming from where the plug attaches to the machine. The event date is unknown to the customer. One sleep capnograph was returned for evaluation. Visual inspection of the device has found it to be in good physical condition. Ac power supply was connected to the device as functional testing. The reported customer complaint was verified, as the monitor was unable to power up after charging battery for four hours. Electrical discharge (sparking) occurs when the 1616xx power supply is connected to a 6004 mini-torr plus®, 9004 capnocheck sleep® or capnocheck plus® monitor after it has been plugged into an electrical outlet. Customer's problem occurred because the IFU instructions were not followed. The IFU states, "please connect the ac charger to the ac power connector of the monitor first and the ac charger to the wall outlet second." The battery voltage was measured at 2.5v , which is below specification of 6v. The battery was replaced with a brand new battery and the monitor powered up properly. Monitor was charged two hours to full capacity, and then lasted four hours on full charge on continuous run without the case becoming hot. The problem source is related to the design of the product.